Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose value was displayed as "high", although a specific value was not provided. The customer addressed the high blood glucose by administering a manual injection. Customer loaded a new cartridge to resolve the issue.